Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent over the wire. Upon removal it appears that the coating is coming off the wire. Pt status is listed as "okay".